Event description:
It was reported that surgeon was unable to zero the sensor. After attempting to reposition the device; erratic icp readings occurred with touching of the patient's head. The sensor was explanted and replaced.